Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, transition point between catheter and retaining plate torn off. No patient harm. Additional information received 22-aug-2025: nothing was embolized; the torn catheter was completely removed. The patient was discharged shortly after implantation and has been fully mobile at home since then. No additional intervention was necessary; the catheter was removed in the usual manner. Except for the fluid leakage, the patient was asymptomatic. Catheter was fixed with a plaster: and secured with a sterile film: and covered with a non-sterile bandage. Catheter was in place for approximately 6.5 months.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter separation is confirmed; however, the root cause could not be determined. One 4fr sl powerpicc catheter was returned for evaluation. An initial visual observation showed use residue on the catheter. A microscopic observation revealed a circumferential separation in the catheter tubing at the connection to the suture wing. The fracture surfaces of the spilt were observed to be rough and uneven with minor rounded edges. While the exact cause of the separation in the returned catheter could not be determined, possible contributing factors include material fatigue, compression damage, and/or excessive tensile (pulling) forces. This complaint will be recorded for future trending and monitoring purposes.